Event description:
Please be advised that while investigating an event involving one of our products, depuy synthes noted a potential adverse event regarding a non-depuy synthes product. Clinical adverse event received for revision ¿ aseptic loosening. Device and procedure (relatedness). Device related: no information provided. Procedure related: no information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).